Event description:
On the evening shift of 2007, patient was found to have sustained an amputation at or around the dip joint of the left ring finger. Blood was noted on the reclining mechanism of the chair in which patient was sitting.